Event description:
During an in clinic follow up, it was noted the device was in back up mode. It was reported the patient had undergone and MRI and the device was not programmed into MRI prior. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.